Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: while treating a patient with a left distal radius fracture, the surgeon used an extra small guiding block during surgery on (B)(6) 2014. On (B)(6) 2014, the surgeon used the small guiding block to extend the fixation at the same left distal side following normal procedure. During the drilling procedure, the guiding block penetrated into the articular surface, although the positioning was not bad. When the surgeon was inserting the screws, torque was not applied. The surgeon checked the guiding block and found that it was with a reverse grip. The product associated with this event has not been returned for investigation and no further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.